Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 15 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was currently disease progression with iliac limb dilatation and another aneurysm developed distal to the previously implanted stent graft the iliac limb artery. A recent CT scan demonstrated that there was a left external iliac aneurysm distal to the stent grafts and the previously placed aneurx stent graft did not have a good distal seal; however, there was no endoleak present. The physician elected to implant an (B)(4) and an (B)(4) endurant stent graft and extended the stent grafts down to the mid external iliac artery to cover the new aneurysm. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (loss of seal zone), patient's condition affected effectiveness of device (dilated vessel, development of an iliac aneurysm distal to the stent graft), device failure/lack of effectiveness related to patient condition (dilated vessel, development of an iliac aneurysm distal to the stent graft).